Manufacturer narrative:
H3 other text : device evaluated by third party service center0

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging device has a service required message and is no longer functioning. There was no patient harm or injury reported. The device was returned to a third-party service center for investigation. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation. Upon evaluation, they could confirm the customer allegation and foam particles were observed. The device was scrapped. No further investigation can be performed. If any additional information is received, a follow up report will be filed.